Manufacturer narrative:
Additional manufacturer narrative: no product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirement prior to shipment. A search of the lot history revealed no other incidents reported with this lot number. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) state that if thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. A search of the angio-seal database revealed no training record for the physician. The IFU caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.

Event description:
It was reported by the doctor that following a percutaneous transluminal coronary angioplasty (ptca) an angio-seal was used. The angio-seal was deployed according to the instructions for use. The patient experienced a vessel occlusion which required vascular surgery. The patient's condition was reported as fine.